Event description:
Device 3 of 3. Reference MFR number: 3006705815-2018-03210. Reference MFR number: 1627487-2018-12802. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. Subsequently, the leads were also explanted due to infection. There is no additional information at this time.